Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6). A getinge field service engineer (fse) reported that the software update field corrective action was performed. The iabp was then tested to factory specifications. The customer opted out of having the fiber optic module replaced. The iabp was tested without the fiber optic sensor module, and was cleared for clinical use. The customer was advised that only non-fiber optic balloons are to be used in conjunction with this iabp.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) presented with "error code #44 and failed the fiber optic test.". There was no patient involvement and no adverse event was reported.